Event description:
Dear sir or madam; I have tried two different models of resmed machines that both have stopped in the middle of the night while I was sleeping and made it impossible to breathe. On (B)(6), 2009 I was asked by my physician to try a resmed c pap machine. My physician lets a patient try a machine to get important readings for a machine and a mask which the patient can buy for around (B)(6). The resmed technician who works in the same area as my physician gave me general information about the machine. He did not say anything about the possibility that the machine would stop during the night and that I might suffocate with the mask on. I used the machine that night and the next night. The machine worked well those two nights. On the third night, I awoke and could not breathe at all. The tight mask seals off any air except the air delivered by the machine. It took me a little while to realize that the mask for the machine was not letting me breathe and I removed it. The machine had stopped and was not letting any air get through. I sent an email to the technician dated (B)(6), 2009. I told the technician what had happened and that I would not try another machine. My husband returned the machine. I was asked to try again by my doctors and insurance company and I refused. I was told of the possible dangers of not using the machine, but felt the possibility of suffocating was greater because of using the machine and I told the doctors this. I was asked to see a sleep specialist and that doctor wanted me to try again. Due to a recall of resmed machines a few years ago, there was now a new model. The doctor recommended that I go through a desensitization routine for the new machine. I went to the same technician who was in the same area as that doctor and he said that the first machine did not stop working. My husband and I thought this was a strange thing to say but because this was a different model of machine I tried it. The technician said, "I guarantee this machine will not stop." He fitted me with a mask and had me sit in his office and he said, "it's just air going in; always going in and not stopping." I tried this loaner machine and then brought it back in a few days in order to buy a new machine. The technician said, "this is the manual and I suggest that you read it." He did not take time to go through the manual. If he had and we got to pages 8 and 9 of the manual that state the dangers and that the machine might fail to work and that I might suffocate I would have not bought the new machine. He did not say anything regarding the information about the possibility of suffocating. The machine worked fine from (B)(6), 2010, until (B)(6), 2011. On (B)(6), 2011 the machine stopped in the middle of the night and I again awoke because I could not breathe. This time I knew to take the mask off. I thought that maybe the electricity had gone out. I lay in bed looking around and the other electrical appliances were working such as the lamp, computer, and clock. Then the resmed turned itself back on. I did not touch it before it turned itself back on. I thought this was strange and I called the electric company to see if maybe there had been low voltage to my apartment. The electric company checked and said no. I wrote the technician an email and he sent me a reply which I copied and pasted here. "To: (B)(6) subject: re: general question: it would be helpful for us to investigate why you seem to have such issues with the units. This is highly unusual. You can make an appointment to have unit checked." This is the end of the message sent me by the technician. I called and then emailed my insurance's members services about the resmed machine. I emailed my doctors. The sleep doctor called me and said that her other patients whose machines stop just take off their masks. She said her machine has stopped and that she awakes and takes off her mask. Then she said that she can breathe but it is "a struggle. There is air in the tube and small holes in the mask that let oxygen through." The resmed manual states on page 8 and 9 that "when the device is not operating, insufficient fresh air will be provided through the mask, and the exhaled air may be rebreathed. Rebreathing of the exhaled air for longer than several minutes, can in some circumstances, lead to suffocation." Last week, I wanted to know what the report said that my resmed technician made on (B)(6), 2009 when I returned the machine. I got the report. I returned the machine on (B)(6), 2009 but the notes about the machine were not signed by (B)(6) until (B)(6), 2009. The total hours are listed are 5.09 and the total days used are only 2. That is not correct. The fact that the machine stopped is not noted and the resmed technician just states in his notes, "repeat autopap when desensitized" which does not address the issue at hand. I spoke with resmed on three occasions and was told that their machines do not fail. A representative called me and said that resmeds do not fail. When I told this representative that I have had two that have failed, he said, "our failure rate is only 2% and the rest of the industry is 25%." I know that resmed has recalled machines of an earlier model. I was asked to bring the machine to the technician so he could find out what happened. I do not trust the technician nor resmed and the information on the machine's computer and refused to give the machine to anyone. I still have the resmed machine and have not let anyone see it. Resmed used to let patients buy software to read their own machines. They no longer allow patients to see the results and will not see the patients the software. I called resmed about my seeing the results and was told that was impossible. I have searched the internet and have found some people who have had adverse effects to using c pap machines. Many people have had worse effects than mine and I am sorry for them. My concern is that others may be affected by the machine. Dates of use: (B)(6) 2009 and (B)(6) 2011.